Event description:
It was reported that this right ventricular lead exhibited oversensing and high out of range pacing impedance measurements. Due to this a lead safety switch was triggered. Reprogramming of the device was performed and the patient will continue to be monitored. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).